Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2007. During the procedure, the motor drive unit was shuddering and cutting off when the hand piece was being used. The case was completed using an alternate method with no adverse pt consequences.